Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited low out-of-range (oor) pacing lead impedance measurement and tripped lead safety switch (lss). Lots of atrial tachy response (atr) episodes were noted after the lss. Insulation damaged was confirmed during the device change out. No additional adverse patient effects were reported. The ra lead was surgically abandoned and replaced.